Event description:
It was reported that a male patient underwent an interventional peripheral procedure on (B)(6) 2014. Access was obtained at the left common femoral artery. Vessel size was noted to be 5-7 mm. Following the procedure, the physician who is a trained user, selected a mynx ace 6f/7f vascular closure device to close the access site. It was reported that the patient returned to the physician's office on (B)(6) 2014 for a psa (pseudoaneurysm) evaluation via an ultrasound. The physician described the psa as insignificant and expects it to close off on its own. No further treatment is planed at this time. The patient was not hospitalized.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided.